Event description:
It was reported that the patient was experiencing inadequate pain relief, stimulation in non-target pain areas as well as discomfort in the legs. The patient was given a lumbar epidural injection.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four months ago.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four months ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief, stimulation in non-target pain areas as well as discomfort in the legs. The patient was given a lumbar epidural injection. Additional information was received that the lumbar epidural injection was intended for the patients pre-existing back pain. Program optimization was performed and was successful. The patient was doing well.